Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also reported that the insulin pump was vibrating with out delivering any alert and that a constant tone was sounding. Customer stated that he had recently jumped into a swimming pool while wearing his insulin pump. Blood glucose level was 365 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. No unexpected vibration anomaly was noted. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.